Event description:
The hcp reported the pump was explanted and replaced and returned to the manufacturer for analysis after an implant duration of 54 months. No pt injury was reported with the report of the battery replacement.